Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii / IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii / IV. Device has been explanted.

Manufacturer narrative:
Continued from d.4: lot number 555926, p/n: 27-110391, mcghan style 110 , manufactured 15-apr-2000.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii / IV. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6 device evaluation: analysis of the returned device identified: weight to spec, wear abrasion, deformation device and creases fold. Bubbles and cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii / IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii / IV. Device has been explanted.